Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ breast pain: unable to observe. ¿ headache: unable to observe. ¿ nipple discharge: unable to observe. ¿ visibility/palpability: unable to observe. ¿ deflation: observed an opening assessed as surgical damage. As per the investigation procedure, creases, wear abrasion and delamination valve were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture, breast pain, "bluish marks on breast", "uncomfortable", and not device relates migraines, back pain, and "feel sick". Healthcare professional reported later "suspected slow leak, significantly and a lot more rippling, not symmetric in size." This record is for the right side. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported rupture, breast pain, "bluish marks on breast", "uncomfortable", and not device relates migraines, back pain, and "feel sick". Healthcare professional reported later "suspected slow leak, significantly and a lot more rippling, not symmetric in size...." This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification d.6a implant date: only possible year of 2010 was provided, default of 01/jan/2010 does not align with manufacturing date and therefore has been left blank at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.